Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04044. It was reported, the physician attempted to place a lead for permanent implant, but was unable to advance the lead to the target position (device 1). The physician then attempted to place a second lead but was also unable to place the lead (device 2). The procedure was abandoned. The physician felt the inability to place the leads may have been due to the entry point being too far away from the final position. It was reported the pt was sore after the procedure and the physician may attempt another surgery at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.